Manufacturer narrative:
(B)(4).

Event description:
The patient had increased pain levels and symptoms of possible withdrawal. On (B)(6) 2011, a catheter dye study was attempted. They were unable to withdraw any fluid from the catheter access port (cap). A rotor study was not performed because a successful drug withdrawal from the cap was not completed. The patient was to be scheduled for exploratory surgery to explore the catheter. As of (B)(6) 2011, the patient was stable, and responding well to oral meds. The patient was able to get around on his own without any assistance. No other indications of withdrawal were noted other than increased pain and the need for increased oral "breath-through" med. The device system was used to deliver morphine 25mg/ml at a dose of 8.488mg/day. On (B)(6) 2011, the catheter was replaced. At the time of the replacement, a significant amount of clear, yellow fluid was present in an incision made near the patient's right flank. There was also clear-sanguineous fluid leaking from the spinal incision at the time of closure. The patient was kept in the hospital and remained there for treatment of a severe headache when he was in a sitting position. On (B)(6) 2011, the patient's pump dose was increased from 4mg/day to 6.5mg/day.